Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine replacement of this pacemaker, the set screws were unable to be loosened to remove the right ventricular (rv) lead from the header. The rv lead was cut and surgically abandoned and a new lead was implanted. The lead terminal pin was subsequently able to be removed from the header. No adverse patient effects were reported.